Event description:
It was reported that a malfunction with the code "malf 12" occurred in the pump, which was still under warranty. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as backup therapy and instructed on storing the pump before returning it to tandem using a pre-paid label within 10 days.